Manufacturer narrative:
Device manufacture date: nov-05-2013, nov-06-2013. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: nov-05-2013, nov-06-2013. Visual inspection of the returned sfx cross connector driver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. A review of the DHR identified found no discrepancies. No issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified based on the provided information or sample however, fracture analysis found evidence that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the patient originally had a pelvic / sacral fracture which was instrumented in (B)(6) 2014. The implants were being removed as the fractures had healed. The tip of the sfx cross connector driver broke during implant removal when the surgeon was unlocking the nuts in the concomitant device cross connector implant after everything that needed loosening had been loosened. The tip was contained in an sfx cross connector that was removed. A second cross connector driver was available in the set and was used. There were no adverse consequences to the patient and no resulting delay.